Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: black box records demonstrated a sudden drop in voltage to "low battery" on 09-jul-2019. Moisture was confirmed in the battery compartment, inside the pump and under the display lens due to moisture ingress at the site of a crack in the battery compartment. During investigation, electrical current draws were evaluated and found to be within specifications. No battery life alarms were duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; less than expected battery life with moisture behind the display lens. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.